Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux biometric identifier was not working. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the bio ID was not working. A technical support specialist (tss) bio ID service was not running. A third follow-up was made requesting additional repair information, but no further details were available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux biometric identifier was not working. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.